Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist advised the customer to replace the quicklyte sensor and the x-tubing, which the customer did. The tsc specialist also instructed the customer to perform a superconditioning of the instrument. The customer then ran quality controls, all of which were within range. The cause of the discordant, falsely low sodium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low sodium result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was not reported to the physician(s). The sample was rerun on the same instrument, and resulted higher. The rerun result was reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium result.